Event description:
It was reported that after the patient had their device replaced the patient went home the day of the change out and did not have therapy up to 10 volts. The manufacturer¿s representative (rep) also noted a question on scroll wheel use which was resolved on the call. The rep. Met with the patient on (B)(6) and impedance testing was done with results as follows: c/0 575, c/1 523, c/2 25355, c/3 544, 0/1 713, 0/2 29350, 0/3 873, 1/2 12404, 1/3 804, 2/3 22798. The patient was programmed with c+2-. The patient was programmed with c+1- and got good results. The patient was currently at 3.4 volts, 420 pulse width, c+1-, r 40 and therapy impedance of 523. The rep. Stated they would keep any eye on impedances but for now there was good therapy with programming around the short.

Manufacturer narrative:
Concomitant medical products: product ID: 7495-25, serial# (B)(4), implanted: (B)(6) 1999, product type: extension. Product ID: 3487a-33, lot# l68811, implanted: (B)(6) 1999, product type: lead. (B)(4).